Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that during the procedure in the heavily calcified, heavily tortuous, distal right coronary artery, aggressive pre-dilatation was performed using multiple unspecified balloons. A 2.75x38 rx xience prime stent delivery system (sds) was advanced. Resistance was felt due to the anatomy; however, the sds was ultimately delivered to the target site. The balloon was pressurized but could not inflate beyond 2-3 atmospheres. Negative pressure was applied and blood was seen entering the indeflator. Balloon rupture was suspected due to the heavy calcification. The stent was not deployed and the sds was withdrawn from the anatomy and exchanged for a new same device which was used successfully to treat the target lesion. There was no adverse patient effect and no clinically significant delay in the procedure. No additional information was provided.